Manufacturer narrative:
B1: added serious injury. D: corrected the common device name and procode. H1: corrected to serious injury. H6: omitted code e2403 and added e2343. Clinical review. An impella 5.5 device was inserted via the left axillary artery in a 70-year-old male patient presenting with cardiomyopathy. The patient had a history of renal insufficiency. During a routine purge cassette change, the aic could not detect the new purge disc. The rn attempted to re-insert the purge disc multiple times and de-air the aic without success, and the purge disc was not recognized twice. Per the clinical team, this same issue occurred the previous week during a cassette change and recurred again on this date. An aic swap was performed without complication. Later, the bedside rn reported that the placement signal and lv waveform disappeared simultaneously, though no changes were noted in patient condition or pump position on pocus. The reported events are optical sensor issue, purge disc not detected, device revision or replacement, and hemodynamic instability. The impella 5.5 will be conservatively reported for serious injury due to the temporary interruption of hemodynamic support during the exchange; however, the exchange was completed with no consequence to the patient, and support was resumed without any known adverse events.

Event description:
Additional information indicates, rn was doing cassette change and the aic could not detect the new purge disc. Rn attempted to re-insert multiple times and de-air the aic without success.

Manufacturer narrative:
The issue with rn was doing cassette change and the aic could not detect the new purge disc was purge flag was confirmed to be broken.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant reported that during a purge cassette change, the automated impella controller (aic) was unable to detect the new purge disc. The nurse attempted multiple reinsertion attempts and performed de-airing of the aic, but the issue persisted. The patient continued on support.